Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
This report is being submitted to add the field action reference.

Manufacturer narrative:
Based on the claim against the product by the customer noting loose cable and non-intuitive motion, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The clip applier instrument was analyzed and found to have confirmed the customer reported complaint. The instrument was found to have a loose grip cable with no visibly broken cable at the wrist. The grip input spun freely without corresponding output motion at the distal end, suggesting a failure at the backend. The housing was removed and the grip cable was found to be broken at the clamping pulley. Failure analysis found the primary failure of a broken grip cable at the proximal end of the instrument to be related to the customer reported complaint. The root cause of a broken grip cable ¿ proximal is attributed to component failure. Due to the broken grip cable, no functional testing for motion could be performed, and the instrument would never pass engagement when installed on the system arm from the cable damage. Additional observation: the clip applier instrument housing was removed and the instrument was found to have a cracked input shaft where the broken grip cable resided. Failure analysis found the additional failure of a cracked input shaft to be related to the customer reported complaint. Common causes of the failure mode cracked input shaft are typically attributed to mishandling/misuse, most commonly caused by improper cleaning/reprocessing techniques. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and may cause the input disk to break and separate from the instrument. The probable root cause of loose cable and non-intuitive motion is attributed to the cracked input shaft where the broken grip cable resided. The complaint regarding loose cable and non-intuitive motion was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is reportable malfunction due to the following conclusion: it was alleged that the clip applier instrument moved with unintuitive motion. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the clip applier instrument had a loose cable noted by surgeon while attempting to clip and non-intuitive motion was noted. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.